Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and rewind anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had received diminished battery life, grinding reservoir, motor and no delivery errors. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm or unexpected no delivery alarm, rewind/grinding noise anomaly noted during testing. The motor was tested outside the device and passed. (B)(4).